Event description:
Pt reported being hospitalized, for 7 days, for high blood glucose and a staph infection. They indicated that, in 2004, they vomited and was acting confused - prompting their family member to contact the paramedics. Upon their arrival, they noted that their infusion site was red and swollen. Pt was transported to the hosp, where their blood glucose measured 904 mg/dl. They was treated with antibiotics, and placed on an IV drip (contents not provided). Pt was discharged in 6 days later.